Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0e0yc, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) system was removed on (B)(6) 2016 because the patient was going to have an MRI. Due to scarring tissues from the implant, a portion of the lead wire broke during ins removal and was left inside her body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.